Manufacturer narrative:
Sample analysis: the device has not yet been returned for analysis. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the deployment of an embolization coil through a microcatheter, the coil did not detach. The coil broke and was removed using an intravascular snare. No additional information was made available to help clarify this incident. No harm was reported.